Event description:
During use of the device for endoscopic saphenous vein harvesting, the user reported having "tremendous" difficulty advancing the harvester rod through the tunnel. As a result, there was excessive bleeding from the branches. The harvested vessel remained suitable for use a coronary artery bypass graft. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.